Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that capacitor charge time limit was reached. The patient will be scheduled for device replacement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the device was explanted and replaced on (B)(6) 2019. The patient condition was stable.